Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) resulting in a hospitalization; cause of dka was not provided. A blood glucose level was not provided. The customer declined further troubleshooting with tandem technical support. No additional information regarding this event was provided.